Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that three photos of the chart labels confirm the devices used in the procedure; however, they do not aid in determining the root cause. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The reported stated the implantable retained t1 anchor was left secure inside of the patient, therefore, micro-motion and/or migration is unlikely. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that during a meniscus suture procedure, the t2 implant failed to deploy normally from two (2) units of fast-fix 360 curved devices, while the t1 implants remained secured in the patient. The procedure was completed changing to an outside-in surgical technique. There was a significant surgical delay greater than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.